Event description:
It was reported that this right ventricular (rv) lead exhibited p-wave oversensing. It was noted there was no inappropriate therapy delivered. Technical services (ts) disused reprogramming the sensitivity. Additional information was received which indicated the rv lead exhibited intermittent decreases in amplitude and shock impedances. Ts discussed troubleshooting options. The rv lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)